Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Br45d stelix lead implanted: (B)(6) 2008; uw28d lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance in the pace/sense portion of the lead with a confirmed fracture. The pace/sense was capped leaving the high voltage coil in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.